Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel previously released events) was confirmed. As received, the belt could not be tested due to a potential biohazard. Upon visual evaluation, the cable connecting the rear therapy electrode (te) and distribution node (dn) was pulled out of the dn strain relief. The damaged cable cannot be ruled out as the cause of the gel previously released events. The root cause of the pulled cable is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' events without prior 'gel release' events.